Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on both the right ventricular (rv) lead and right atrial (ra) lead. Technical services (ts) was consulted and suspected that the noise was related to the minute ventilation (mv) feature or some sort of external electromagnetic interference (emi). This device remains in service. No adverse patient effects were reported. Additional information was received from the field. The source of the noise oversensing could not be confirmed. No reprogramming was performed and it was planned to monitor this patient. No adverse patient effects were reported.